Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during the loading sequence. There was no reported adverse impact to the customer's blood glucose. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery.